Event description:
Two rns from cath lab at bedside to discontinue femoral sheath. Femostop applied per protocol and sheath was removed without incident. After approximately ten (10) minutes, when pressure was to be reduced by use of the manometer on femostop, they were unable to do so. Pressure was reduced by loosening femostop belt. No bleeding at site. Pedal pulses palpable. After 30 minutes femostop was removed and a wedge dressing was applied as in hand-held protocol. After removal from the patient, the nurses were still unable to deflate the pressure pad on the femostop. Cath checks were completed without bleeding or hematoma.